Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during an orthopedic procedure on (B)(6) 2022, the drill bit was broken, leaving a fragment in the patient¿s bone. The patient was affected. No further information is available. This report involves one 2.0mm drill bit qc 140mm 60mm calibration. This is report 1 of 1 for (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: inspected, packaged and released by: monument / supplier- (B)(4), release to warehouse date: 14-jul-2020, part number: 03.133.101, 2.0mm drill bit qc 140mm 60mm calibration, lot number: 62p4882 (non-sterile). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.133m101, 2.5mm drill bit qc 135mm, lot number: u362185. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns072629 rev b met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 30-jun-2020 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 51.6 hrc. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment visual analysis of the photo revealed that the drill bit ø2 qc l140 calibration 60 had broken from the fluted tip, fragment is not visible in the photo. Embedded device condition cannot be confirmed since x-ray evidence was not provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drill bit ø2 qc l140 calibration 60. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.